Manufacturer narrative:
Evaluation: results: deformation problem, related to operational context-shaft leakage most likely occurred during the procedure; evaluation: conclusion: operational context caused or contributed to the event-shaft leakage most likely occurred during the procedure. (B)(4).

Event description:
During a procedure, a physician attempted to inflate the amphirion deep rx pta balloon catheter in the pta which exhibited 88% stenosis and calcification (lesion length 200mm), however, no inflation was achieved. The operation was successfully completed using a new amphirion deep balloon as replacement. No abnormalities were noted during the preparation of the device. No abnormalities were noted during the advancement of the relevant device to the target lesion. It was reported that the physician suspected that there was a ¿possibility of leakage from shaft¿. No patient injury or other sequelae were reported for this event. Device evaluation: during the technical investigation, the returned device was visually analyzed. A specific visual inspection is performed under the magnifying glass and after an accurate examination; kinks were detected on the hypotube. The balloon was unfolded and presence of radiopaque solution was detected inside the balloon and the flushing lumen. A flushing of the gw lumen was performed as per IFU; the water goes out from the monorail normally. A 0.014¿ guidewire was inserted in the tip of the catheter and no friction was detected. With a syringe filled with water, an attempt was made to inflate the balloon and a leak was identified 2mm from the monorail zone (about 290mm from the tip).